Event description:
It was reported that the Pod caused skin irritation and scarring at the infusion site while being worn for longer than 48 hours. The patient reported experiencing skin-related issues at the Pod site. The patient also stated that they had previously undergone finger surgery, which made Pod changes difficult. No additional treatment or outcome information was provided.

Manufacturer narrative:
¿This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.¿ The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided. Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 3.1.6.Operating System: N5004L-AM-Q-MV01602-06-01.06. Hardware: N5004L.CGM Sensor Type: Data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.